Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that since implant the patient has experienced vibrating from their device. The patient was surprised by this. Also, the ins was "running out of juice" in only 4 hours of use. The patient had spoken with a rep who explained to the patient that their stimulation was set to a level that was too high, which would explain the vibrating and the ins running out of juice in only 4 hours. The rep had instructed the patient to turn off their ins for a while so they could "retrain" their body to use stimulation at a lower level so the ins battery would last longer for the patient. When the patient went to turn the ins back on, the controller was displaying a message of "no device found", so the patient could not charge the ins. Patient services assisted the caller with starting a passive recharge session. The ins did not start charging normally during the call, so it was reviewed that it could take up to 3 passive recharge mode sessions to get the ins charging. If unsuccessful, it was suggested to have the patient call patient services or to follow up with their doctor. No further complications were reported or anticipated. On 2019-may-28 (B)(4) (con): additional information was received from the patient. They reported that after starting the passive recharge with patient services, they tried multiple times that same day to recharge the ins including contacting the "troubleshooter number" for assistance however, they were unable to get the ins charged. They noted that they pulled a muscle in their arm, which has prevented them from recharging further, and this had frustrated them. No further complications were reported or anticipated. [Omitted information pertaining to the vibration of the previous ins -- see (B)(4)]. On (B)(4) 2019 (B)(4) (rep): additional information received from a manufacturer representative (rep). It was reported that a no device found screen was seen. The patient's ins had been turned off for multiple months. The patient tried to use the remote to turn on the stimulator, but it wouldn't turn on. The rep used passive recharge with the ins and had ran it through 10 minute sessions 2.5 times with values of 94, 96, 98. The clinician programmer failed to communicate with the ins. The rep disabled and re-enabled the ins and the controller still failed to find the ins for a normal interrogation. The rep was going to continue passive recharging with the patient. No further complications were reported. On (B)(4) 2019 (B)(4) (rep): additional information received from a manufacturer representative (rep). It was reported that the rep continued the passive recharge an additional 10 times and the issue didn't resolve. The rep rescheduled the patient for (B)(6) 2019 to attempt again. No further complications were reported. On (B)(4) 2019 (B)(4) (rep): additional information received from a manufacturer representative (rep) on (B)(4) 2019. The rep indicated th at the appointment was rescheduled for (B)(6) 2019. No further complications were reported/are anticipated. On (B)(6) 2019 (B)(4) (rep): additional information was received from the rep. It was reported that the controller was not responding. Patient was unable to charge the controller and ins. Rep stated the patient has had the controller plugged in and has been trying to charge for a couple months and has not been able to charge the ins. It was reported the controller just showed the "set up" screen, controller battery empty and it couldn't continue. No device found was seen when attempting to charge. Additional information was received on (B)(4), from the rep who reported that the patient has opted to get the ins removed and not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who responded back from follow up sent to them. It was reported that the patient's weight at the time of event was (B)(6). Rep indicated the battery was not responsive and they can't communicate with it at all. Rep reported they did not have any information regarding explant. Patient's pain doctor has contacted nevro for replacement.